Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6). Reporter address line one: reporter postal office or zip code:

Event description:
It was reported that a low voltage advisory was recorded on (B)(6) 2023. Log files confirmed low power hazards and power cable disconnect alarms on (B)(6) 2023 between 21:06:40 and 21:07:11.

Event description:
Additional information reported that the patient was connected to battery power at the time of the alarms. The alarms resolved with no intervention. The reported event observed within the log file occurred while batteries were in use, and no other issues regarding the mpu were reported nor observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage/power cable disconnect alarms was confirmed via the provided log file; however, the mpu (serial number unknown) was determined to have been unrelated to the event. The reported event observed within the log file occurred while batteries were in use, and no other issues regarding the mpu were reported nor observed. Per additional information, the alarms resolved without intervention, and the mpu remains in use. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.